Event description:
It was reported that the autopulse platform displayed a "system error, service out of range" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 06/04/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the wire strands of the top cover was broken. The physical damage found during visual inspection is not related to the reported event of the platform displaying a "system error, service out of range" message. The damage appears to have been caused by normal wear and tear (autopulse manufactured in november of 2007). A review of the archive was performed and the reported complaint of the platform displaying a "system error, service out of range" message was confirmed. The archive data shows that a system error code 139 (unable to hold compression position) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive shows that no events occurred on (B)(6) 2014. Functional testing could not be performed due to the system error message. It was found that the drive train motor brake gap was at 0.016", which is out of specification. The brake gap could not be adjusted back within the specification of 0.008". Both of the set screws would not lock into the encoder dimple locking hole and caused the brake to disengage. Based on the initial investigation, the parts identified for replacement are the drive train motor and the top cover. In summary, the reported complaint of the platform displaying a "system error, service out of range" message was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective drive train motor. The physical damage found during visual inspection is unrelated to the reported complaint.

Event description:
Additional information provided by the customer: the incident occurred during daily check. No patient involvement was reported.

Manufacturer narrative:
Zoll has not received the product in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation is completed.